Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06446, manufacturer report no: 2015691-2021-06447, manufacturer report no: 2015691-2021-06448, manufacturer report no: 2015691-2021-06449, manufacturer report no: 2015691-2021-06450.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact timing and cause of cardiac tamponade events could not be determined, investigation results suggest in addition to the procedure itself, patient factors not provided (gender, age, valvular calcification) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: h. Lu, p. Monney, s. Fournier, et al., transcervical approach versus transfemoral approach for transcatheter aortic valve replacement, international journal of cardiology (2020), https://doi.org/10.1016/j.ijcard.2020.11.026. This is one of five manufacturer reports being submitted for this case.

Event description:
A s reported by our affiliate in (B)(6) and through an article, "transcervical approach versus transfemoral approach for transcatheter aortic valve replacement," 306 patients who underwent a transfemoral (tf) or transcervical (tc) tavr with an edwards sapien family balloon-expandable valves between 2016 and 2018 were retrospectively included in the single center study. Sapien 3 and sapien 3 ultra valves were used for the procedures. As reported, a cardiac tamponade occurred in 4 transfemoral tavr patients. Information regarding the cause of the tamponade events and any treatment given was not provided. There were no allegations or indications that a malfunction of an edwards device caused or contributed to the reported events.

Event description:
A s reported by our affiliate in (B)(6) and through an article, "transcervical approach versus transfemoral approach for transcatheter aortic valve replacement," 306 patients who underwent a transfemoral (tf) or transcervical (tc) tavr with an edwards sapien family balloon-expandable valves between 2016 and 2018 were retrospectively included in the single center study. Sapien 3 and sapien 3 ultra valves were used for the procedures. As reported, a cardiac tamponade occurred in 4 transfemoral tavr patients. Information regarding the cause of the tamponade events and any treatment given was not provided. There were no allegations or indications that a malfunction of an edwards device caused or contributed to the reported events.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact timing and cause of cardiac tamponade events could not be determined, investigation results suggest in addition to the procedure itself, patient factors not provided (gender, age, valvular calcification) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: h. Lu, p. Monney, s. Fournier, et al., transcervical approach versus transfemoral approach for transcatheter aortic valve replacement, international journal of cardiology (2020), https://doi.org/10.1016/j.ijcard.2020.11.026. This is one of five manufacturer reports being submitted for this case.